Event description:
Caller states that patient 1 tested 5.6 inr on strip lot 386a while a comparison lab drawn returned as 4.3 inr. Caller states that patient 2 tested 3.9 inr on strips lot 401a, 5.2 inr on strips lot 386a, and 3.5 inr on a comparison lab. Caller states that she does not know which device produced a specific result. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller did not indicate which strip lot was used as a reference.